Manufacturer narrative:
Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. Device manufacture date: unknown. Investigation summary: bd had not received samples or photos for evaluation. Additionally, bd was unable to determine the specific lot number associated with this complaint; therefore, a review of the device history record could not be conducted. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported the unspecified bd vacutainer® serum collection tubes experienced incorrect label information. The following information was provided by the initial reporter. The customer stated: it is reported label has incorrect information. Verbiage received, - "the red top vacutainer tubes we receive say "serum" on the label. Does this mean the tube contains clot activator? I remember the tubes used to either say "clot activator" or "non-additive". On (B)(6) 2020: bd tech (B)(4): "spoke with customer. Customer did not have product#. The bd plastic serum tubes are labeled serum and do contain a clot activator. The one glss serum tube we have left 366430 does not contain clot activator but does contain a silicone coated interior. We do have a discard tube that has no additive and is labeled as such."